Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR) - no record found. The device exceeds its expected life of seven (7) years (manufactured in 2008). Failure analysis - complaint confirmed via inspection of the unit. The transitional is loose, but is within tolerances. Unit received with the shock cushion worn from routine use. 6in transitional teeth are worn and needs to be replaced. Adjustment wrench has worn threads. General maintenance and cleaning required at this time. The definite root cause cannot be reliably determined. Complaint is likely caused by wear and tear / improper handling.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the transition member of an a2101 mayfield ultra base unit was too loose in cylinder and falls out when unlocked. There was no known patient injury or delay in surgery.